Event description:
It was reported the screen of the monitor is locked and operating disabled by hemo system message appeared. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the screen of the monitor is locked and operating disabled by hemo system message appeared. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who had the customer connect keyboard\mouse to device to test functionality and was able to instruct the customer to disconnect the network from the x3, from there customer was able to acknowledge the alarms as well as stopped seeing the message on the x3. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.